Manufacturer narrative:
The product is available but has not been received as of the initial report. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15223704 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15223704. Leak and burst test results were reviewed and no anomalies were found during manufacturing process of this lot. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information received stated the product would not be returned. During a percutaneous transluminal angioplasty (pta) to the tricuspid valve the balloon was reported to have ruptured during the second inflation at unknown atmospheres. The vessel was described as having no calcification and moderate tortuousity. There was no reported patient injury. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15223704 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
Pta: the target lesion was tricuspid valve. The patient was a (B)(6) male. No calcification and moderate vessel tortuosity, the rate of stenosis was unknown. The target lesion was dilated with maxi ld (complaint product) at 6atm. The device was removed from the patient and the angiography was conducted. It was advanced for the second inflation. However, the balloon was caught at the valve and stopped advancing. The balloon became ruptured so it was changed to another 25mm maxi ld (lot unk). The target lesion was dilated at 6atm and the procedure was completed without patient injury. There was no adverse event and the patient is in stable condition. There will be product return.